Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient experienced battery switching. Log files were sent and the controller was exchanged without consequence to the patient. No further information was provided.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the controller passed visual inspection and functional testing. Log file analysis revealed premature switchings involving (B)(4) with (B)(4) which were most likely due to communication anomalies between battery and controller. The batteries mentioned in the log files were not returned to the manufacturer for evaluation. The manufacturer is currently investigating the anomalies in communication between batteries and controller. This is not an smr updated controller. The premature switching events are most likely due to communication anomalies between batteries and controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.